Event description:
The pt underwent a two level fusion at c4-c6. As the surgeon was tightening the center screw on the 38 mm 2-level plate, he advanced the center screw through the locking mechanism. He was unable to retrieve the screw with the plate in position, so the surgeon removed the plate in order to remove the screw. The length of time spent removing the plate and adjusting the second plate and screws incurred a 45 minute surgical delay which is considered a serious injury.

Manufacturer narrative:
Requests have been made for the return of the product. Evaluation is pending.